Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The axial direction of puncture was high. While entering the distal end of the laa guided by the pigtail catheter, the was kinked. The closure device was deployed in the laa, but did not meet release criteria following deployment due to the complexity of the laa. The procedure was abandoned. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman access system (was) with the dilator in the sheath and blood in the device. The device was visually and microscopically examined. Inspection of the hub, sheath and tip revealed numerous kinks in the sheath. Analysis of the remainder of the device found no other damage or defects. Product analysis confirmed the reported event, as the sheath was kinked. Media review: an image attached to the complaint record was reviewed by a bsc quality engineer. This image depicted the product label and outer box packaging. The image could not confirm the reported event of a was kink.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The axial direction of puncture was high. While entering the distal end of the laa guided by the pigtail catheter, the was kinked. The closure device was deployed in the laa, but did not meet release criteria following deployment due to the complexity of the laa. The procedure was abandoned. No patient complications were reported.